Manufacturer narrative:
Although multiple attempts were made to obtain the device, it is not available for investigation at this time. Completion of the complaint investigation is pending.

Event description:
It was reported that a plum 360¿ reportedly shutdown unexpectedly on an unspecified date. The following issue was reported by the customer: ¿it switches on and off unless plugged into the power¿. There was no report of any human harm associated with this complaint/event.

Manufacturer narrative:
Event history logs were reviewed. 'Warning: replace battery¿ alarm was seen during self-test. Battery was replaced and change battery key pressed in biomed mode. Self-test was repeated without giving any alarm. Probably because it was a defective battery.